Event description:
The patient was not able to hear via the vibrant soundbridge. Device explanation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.